Event description:
It has been reported to philips that fluoroscopy storage was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and customer was performing diagnosis and diagnosis was completed as planned by using frontal stand. The philips field service engineer (fse) inspect the system onsite and confirmed that fluoro storage not possible" occurred during an examination. During troubleshooting, fse found that data monitor countdown was displayed at 00:00, but the lateral image processing pc (ippc) was not starting up normally, so x-ray did not come out for both the frontal and lateral images. Review of the log file showed that malfunctioning lateral ip-pc. Fse replaced lateral image processing pc and rebuilt the image database. After replacement the system was returned to use in good working order. The cause of the ip pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the lateral image processing pc by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.